Event description:
It was reported that the cartridge tubing was damaged, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level (540 mg/dl). A correction bolus was delivered to treat the bg. The cartridge was changed to resolve the issue, and the customer resumed insulin therapy successfully.